Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that they can't connect to their ins. Walked patient through connecting to ins and patient saw an error message that said "internal device has lost all data". Patient was not able to connect to ins. Redirected to hcp regarding lost data. Patient said the last time they connected was in january. Patient also said they have been going to the restroom more at night and had wanted to make an adjustment. The patient said that they drink water throughout the day and don't drink at night so they don't know why their symptoms have increased. Patient said that their face is thin in the last few days and they think it is because they "pee too much". Patient said they pee "4-5 times at night" and have noticed this starting "somewhere in the last month" but "within a week" it has gotten worse. Patient said they will go to the bathroom and then "30 minutes later" they will go again. Patient said it is "a lot" when they go. Patient has an appointment with their managing health care provider on the 8th and will follow up with the healthcare provider to discuss their symptoms.